Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained low blood glucose readings during that day. There was no further information provided about the patient's status or the pump, as the patient refused to troubleshoot. The technical support representative contacted the patient several times to troubleshoot the pump; however was unable to reach her by telephone. There was no reported patient injury associated with this issue. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: the complaint was reported on (B)(6)2012; according to the pump basal total daily dose (tdd) history, the pump was in use until (B)(6)2014, therefore, all history and black box data had been overwritten for time of complaint due to continued use. The current pump tdd basal history indicates the pump was delivering the programmed basal rate. The black box and alarm history showed no evidence of delivery malfunctions or call service alarms. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.